Event description:
The recipient reportedly experienced inflammation at the implant site. The recipient was treated with antibiotics. An allergic reaction to the implant is suspected. The inflammation was believed to be device related. The inflammation has resolved. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.